Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported when removing the cassette from the cycler she noticed a fluid leak from the cassette door. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was on vacation when the leak occurred and stated the patient did not come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to complete peritoneal dialysis therapy with the cycler and confirmed no treatment was missed. The pd rn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the cycler was returned for investigation. The reported symptom lf10 (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Fifteen minute self-test / treatment was perform and completed without any failures or problems. The accelerated stress test (ast) was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported when removing the cassette from the cycler she noticed a fluid leak from the cassette door. Additional follow-up was made with the pd patient's clinic registered nurse (rn), who confirmed there was no issue with overfill and no injury occurred. The pd rn stated the patient was on vacation when the leak occurred and stated the patient did not come into the clinic and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was able to complete peritoneal dialysis therapy with the cycler and confirmed no treatment was missed. The pd rn indicated the patient was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available for evaluation. The lot number was unknown.